Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (B)(4) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to corrosion inside ECG "c", which damaged components v2, c3 and u1. The root cause for the failure was corrosion inside ECG "c". No adverse events occurred as a result of the defective electrode belt.

Event description:
On (B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a code (B)(4).